Event description:
The rep reported the device was used in a laparoscopic appendectomy. It was reported the tsb35 performed properly for the first four(4) firings. After the fourth firing the instrument would not open completely or relock when closed. A second tsb35 was opened to complete the case. There was no consequence to the pt.